Manufacturer narrative:
During the subsequent site visit by the field service engineer (fse). The analyzer was inspected, and various diagnostic checks of the system and cleaning/adjusting of multiple parts were performed. Return testing was not completed as returns were not available. A review of the analyzer service history identified no contributing factors to the current complaint. There have been no further occurrences of discrepant results after the service activity was performed by the fse. The alinity ci series operations manual addresses sample result observed problems for erratic/discrepant results. A review of the clinical chemistry systems tracking and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Based on the investigation no systemic issue or deficiency was identified. This follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields.

Manufacturer narrative:
(B)(4). Was this device service by a third party? No. An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely decreased sodium result generated on the alinity c analyzer on a patient. Results provided: (B)(6) 2021 sid (B)(6) = 118 mmol/l, another alinity = 140 mmol/l. Normal range: 135-145 mmol/l. No impact to patient management was reported.